Event description:
Additional information received reported that there was not a 50 percent or greater symptom reduction. The patient had a sudden loss of therapeutic effect and sudden loss of stimulation. The cause of the event was not determined, reprogramming was needed, and the patient was to call the manufacturer representative for an appointment for reprogramming. The patient was not recovered and the symptoms and issues were ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va044he, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient; product ID 3093-28, lot# va044he, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after wires were revised the incontinence symptoms became worse. The patient reports stimulation in the wrong location. After wire revision two and a half years ago, the patient started feeling stimulation in left butt cheek area instead of bicycle seat area. The patient felt stimulation in bicycle seat area before the lead revision. Hcp (healthcare provider) kept telling the patient to try other programs and the patient did. But never felt stimulation in the bicycle seat area. The patient thinks her wires were in the wrong spot. At the time of the surgery the patient was awake and she remembers hearing healthcare provider saying that she could not seem to get the wires in the right location. After the patient tried all the programs she ended up using the one that she thought worked the best. Also mentioned she was trying programs initially, she would get to the point eventually where stimulation was painful and she would decrease the voltage then. She was admitted to the hospital 2 months ago. Now she was in rehabilitation center. Hospitalization was not related to device. The patient got exasperated pneumonia. She was unconscious for about a week and had a feeding tube up her nose. They wanted to do an MRI on her head to rule everything out. They called manufacture for guidelines and shut off her therapy before an MRI. The patient was not sure if they turned the therapy back on after MRI. Since patient was having more problems with incontinence. The patient noted this weekend was really bad. She was wetting her pants every 3-4 hours and was constantly changing pads. The patient tried using her programmer on day of call but was not able to turn the machine on. On the call the patient said she did not have an antenna with her. It was determined the patient was putting programmer over her ins (stimulator) with the screen facing in which needs to be facing out. The patient was successfully able to connect to ins(stimulator) on the call. It was confirmed therapy was turned on and the patient was in program 2 at 2.8 volts. She did not feel any stimulation. The patient will to turn stimulation and will call back if any more help needed. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent.

Event description:
Additional information received reported that the patient had a loss of therapeutic effect and the device wasn¿t working following a lead revision on 2013-(B)(6). Following the revision when the patient was closed up, therapy was working worse than before. The patient had notified her doctor and was given a new medication to try. The patient took the medication two different days, and the medications worked worse and made it worse than her current medications, so the patient stopped taking them. The patient saw her doctor about three weeks ago. See MFR. Report #3004209178-2014-18415 for information regarding the patient¿s lead revision.